Event description:
Device set up and advanced into peripheral artery over wire but began leaking at connection. Connection was readjusted, and device continued to leak. Device was removed and new product used.